Event description:
During a radical operation of carcinoma of esophagus procedure, after anastomosis, the instrument could not be taken out. The doctor opened the esophagus and changed to use another instrument. Procedure extended o.r. Time about two hours.